Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had under delivered insulin. Customer had blood glucose level 19 mg/dl. Customer was treated with insulin pump. Customer declined to checked for insulin issue. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer = clear. The customer alleged the insulin pump is under delivering causing high bgs on (B)(6) 2021. Device passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at .08625 inches. Successfully downloaded the trace and history files using thus and carelink upload was successful. No under delivery anomaly noted during testing. Device was cut open to perform a visual inspection. No damage or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, cracked reservoir tube lip, cracked retainer, pillowing keypad overlay, battery compartment cracked at the corner of the belt clip rails, and cracked battery tube threads. Device passed all functional testing. Under delivery and high bg anomalies are not confirmed. The formatted history file list the following manual programmed bolus deliveries for on (B)(6) 2021: on (B)(6) 2021 04:59 bolus wizard normal bolus amount programmed = 1.7 bolus amount delivered = 1.7 on (B)(6) 2021 15:08 bolus wizard normal bolus amount programmed = 2 bolus amount delivered = 2 on (B)(6) 2021 18:15 bolus wizard normal bolus amount programmed = 2.2. Bolus amount delivered = 2.2. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.